Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the black sureform 60 stapler reload associated with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint. The stapler reload was found to be completely fired as all the pushers had reached the bed surface of the cartridge. However, lodged staples were found within the shuttle track and obstructing the knife edge path. Additional observation not reported was an exposed knife of the reload sticking above the bed surface of the cartridge carrying the loaded stales and indentation to the blade edge after the lodged staples were removed.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy procedure on the 4th or 5th fire tissue pushout occurred with a black reload. The surgical task being performed at the time of the incident was gastric plasty fabrication. The surgeon chose a black reload because of an antrum stomach (thick). The target tissue was not calcified, exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension, nor tissue bunching. The tissue was pushed forward/dragged during the firing process. There was an unexpected deployment of staples: all staples were stapled on 1 cm of damaged, uncut and crushed tissue. The stapling issue caused malformed/unformed staples, on top of each other. The reload did not have an exposed blade, staples missing from the staple line, holes/gaps observed within the staple line, or reload stuck to tissue. No errors or messages were generated when the stapling problem occurred. The stapling was in the continuity of a first stapling, which may have crossed other rows of staples, which is very common of no consequence according to the surgeon. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no bleeding observed on the staple line due to the stapler issue. There was unplanned tissue removal due to the stapler firing failure, but the additional tissue removal still resulted in a successful, acceptable surgical outcome. To approximate the tissue, the intervention taken was excision of the area by endogia laparoscopic stapler. The procedure was converted to laparoscopic surgery with no increased ports or ports size.

Manufacturer narrative:
The black reload accessory has not been returned to intuitive surgical, inc. For evaluation. A review of the sureform 60 stapler logs found that the instrument was installed five times and fired five black reloads. All the reload clamps were successful, and the firing was completed with no pauses for compression. The last firing's peak firing force was high. There were no stapler-related errors in the logs.